Event description:
It was reported that one patient in a short time who had allevyn gentle border dressing reacted to the dressing. This patient had an itch in the area alongside the border of allevyn gentle. They used cortisone and replaced with mepilex border dressing.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. No batch/lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Clinical review concluded: although requested no photos were provided for review. The causal relationship between the s+n device and the reported issue cannot be confirmed based on the information provided. Factors that are known to contribute to the alleged fault/failure may be a raw material failure or an allergic reaction. The associated risk files contain details relating to harm. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.